Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Front weld at crossbar on both side. Per dealer, the consumer is still using the chair though they have been advised not to. MDR filed.